Event description:
On (B)(6) 2010, patient reported he was changing his insulin cartridge and when he removed the cartridge, the black tip of the piston rod came off of the piston rod and stayed attached to the cartridge. Patient stated no insulin got into the infusion device. Patient is switching to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.